Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the pump touch screen became cracked, but still functional. Customer's blood glucose (bg) level was "low" value was not provided; cause was unknown. Reportedly, the customer's mother assisted the customer by providing crackers and juice in order for the customer to address bg level. Reportedly, customer continued to use the pump for insulin therapy.